Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had missing end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had drive support cap flush on insulin pump. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.